Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced bilateral leg weakness. The patient was admitted to the hospital where, on telemetry, bi-ventricular pacing appeared to be a-synchronous. The rv lead also displayed high pacing threshold. The lead was found to have dislodged. The patient was seen for a revision procedure where the lead was successfully repositioned. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.